Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump with an unknown serial number was not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported "alarm" event could not be confirmed. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed, but not limited to thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with active ventricular assist device (vad) stop alarms. The controller was exchanged and the alarm stopped briefly after power was disconnected from old system controller, then new system controller began to alarm with same message. Patient was instructed to call 911 immediately as the ventricular assist device (vad) was not running at this time due to thrombus. The patient's vad on auscultation had no sounds. The patient was taken to the operating room for vad exchange. No further patient complications were reported as part of the event. This event was reported in the q4 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.